Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: 9735762, software version: 2.1.0 (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that they had issues tracking/verifying instruments while setting up for a case. The instruments were tracking intermittently. The manufacturing repres entative (rep) reported that every instrument and their reference frame was "blinking" in the tracking window. It was confirmed that the instruments were clean and seated well, and that only one instrument was shown to the camera at a time with no change. The rep rebooted the system with no change. Rep then swapped systems and was able to continue with same instruments. The rep was unable to recreate tracking issues inside/outside of the or after case with same instruments. There was no patient involvement.